Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an arteriovenous fistula in the non-tortuous and non-calcified brachial vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, but the balloon could not be fully inflated due to a shaft leak in the proximal bond region. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A leak test identified a shaft leak 9mm proximal from the proximal markerband in the proximal bond region. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an arteriovenous fistula in the non-tortuous and non-calcified brachial vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.